Event description:
Reportedly, the physician observed inconsistencies during arrhythmia duration and length of corresponding episodes.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician observed inconsistencies during arrhythmia duration and length of corresponding episodes.